Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had sensitive skin that was exacerbated by the lifevest. The patient described the irritation as itchy, but no open skin or oozing. There was no alleged device malfunction. The patient's physician approved the patient to remove the device due to the irritation. The irritation was reported as improved after the device was removed.